Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump's battery felt warm to touch. The patient did not allege any harm or injury because of the alleged issue. The patient indicated that she wore the pump at the beach that day. She claimed that she was getting a lot of not primed messages and the pump froze. The patient also claimed that the pump would not respond to button presses. The patient reportedly removed the battery and noticed that the battery was warm to touch. She denied observing corrosion or moisture anywhere on the pump. She denied getting injured from the warm pump. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's battery felt warm to touch. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity outside normal use. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. The pump failed a leak test due to a crack in the pump case just above the ir port. On investigation there was visible corrosion on all surfaces of the pump's interior. Additionally, the vibrator motor did not function due to corrosion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.